Event description:
A 1 mm kerrison tip broke off in wound during diskectomy surgery.====================== health professional's impression======================device failed but no patient harm as no evidence of tip in the wound intraop or postop.